Manufacturer narrative:
The MFR did not received devices or other source documents for review; hence, the cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/or the device(s) be returned for eval, that changes this assessment, an amended medical device report will be submitted. Zimmer ref number (B)(4).

Event description:
It was reported that during surgery, the version of the a.s. Humeral head (d44 h16) did not seat properly on the stem (a.s. Humeral stem 7, cementless). Several attempts were made to disengage the head from the stem. The surgeon, instead, decided to remove the stem to try and remove the ball taper but was unsuccessful. At the end, the surgeon decided to cement a 7mm stem and the surgery was extended by another 31-60 minutes. No harm came upon the pt.